Manufacturer narrative:
Two (2) 138110 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the devices packaging found channels in the seal area at the non-chevron (manufacture end). Sample 1 was an obvious breach where the device was able to extend through the entire seal area. Sample 2 failed dye leak testing. These defects were caused by the device encroaching into and extending through the seal area likely during shipping. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following; it is standard medical practice to inspect and/or test equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(6) rejected (2) (B)(4),universal disposable electrode blade, long ext. Ins., due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. The report is raised on the basis of a device malfunction with potential for injury with reoccurrence.